Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to a pocket infection. Subsequently, an active fix pacer was inserted until a new device will be implanted. There was no additional adverse patient effects were reported. This lead was explanted.